Event description:
A caller reported that a pump malfunction occurred, displaying malfunction code 5, with no notable events prior to the issue. The impact on the customer's blood glucose level was unknown as the caller declined to answer. Technical support assisted the caller by providing instructions to reset the pump, after which the malfunction code did not reoccur. The customer was informed they could continue using the pump and should contact support if the malfunction reappears. The caller acknowledged and understood the guidance provided.